Event description:
It was reported that the surgeon complained that during a pelvic procedure the sliding mechanism would not hold when locked. The surgeon used other instruments to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the sliding mechanism has clearly visible marks of wear and tear. Our evaluation has shown that the rod and the slider holder are worn out. Therefore the mechanism is not holding anymore. We are not able to determine the exact cause of this reported problem. We assume that this instrument was either often used or that too high mechanical forces were applied. It is concluded that this complaint is indeterminate.